Manufacturer narrative:
It was reported that a 80 year old male patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigation completed on 6/26/2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto. The catheter was properly visualized and no errors were observed. The force sensor was tested and it was found to be working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. The temperature and impedance values were observed within specifications. Then, irrigation and deflection tests were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. Additional information was received on (B)(6) 2019, indicating the patient age of 80 years old, gender of male, and a weight of 60 kg, at the time of the event of this report have been updated. Transseptal puncture was performed with an unknown needle. The physician¿s opinion on the cause of this adverse event is patient condition. The patient outcome of the adverse event was improved. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial inspection, no damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 5/2/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Concomitant medical products: soundstar® eco diagnostic ultrasound catheter (model# m-5723-16, lot# e8152743); lasso® nav eco variable catheter (model#d-1343-01-s, lot# 30145108l); pentaray nav high-density mapping eco catheter (model#d-1282-11-s, lot# 30148753l). Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation in the right pulmonary vein (rpv) of the posterior wall by the stsf catheter, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by the soundstar® eco diagnostic ultrasound catheter. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The procedure was interrupted midway, but after pericardial drainage, the patient was reported in stable condition. There¿s no information regarding extended hospitalization. The physician commented that although he had trouble during brokenbrough procedure and had performed several ineffective ablations, the event was unrelated to these difficulties and that while the rpv back wall was being ablated, no events occurred that could lead to perforations such as: rapidly rising cardiac frequency. Multiple attempts have been made to gain clarification on this event. However, no further information has been made available.